Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The patient was in normal sinus rhythm. The transseptal puncture was inferior mid. The wire was positioned in the left upper pulmonary vein. The left atrial pressure was over 12mmhg. Heparin was administered during the procedure. The device was determined to be too small to achieve a stable position after 3 partial recaptures and one full recapture. The decision was made to replace the device with a 28mm amplatzer amulet occluder, which was implanted without any recaptures using the same delivery sheath. On (B)(6) 2024, the patient had a 30-day follow up transesophageal echocardiogram (tee) which showed that the patient had a pericardial effusion. Per physician, no intervention was performed. The plan was made to monitor the patient on an outpatient basis.

Manufacturer narrative:
H6 removed health effect - impact code 4614 serious injury/illness/impairment. An event of patient-device incompatibility (implant related to tissue damage-pericardial effusion and cardiac tamponade) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported implant related to tissue damage associated with pericardial effusion could not be determined. The reported hospitalization and unexpected medical interventions were a result of case-specific circumstances as the patient remained in the hospital, medication was provided. From cine review: final amulet lobe placement shows the distal end with the stabilizing wires appearing to be in close proximity into the transverse sinus which could have lead to the pericardial effusion.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The patient was in normal sinus rhythm. Heparin was administered, and the activated clotting time (act) level was 350 seconds. The transseptal puncture was inferior mid. The wire was positioned in the left upper pulmonary vein. The left atrial pressure was over 12mmhg. Heparin was administered during the procedure. The device was determined to be too small to achieve a stable position after 3 partial recaptures and one full recapture. The decision was made to replace the device with a 28mm amplatzer amulet occluder, which was implanted without any recaptures using the same delivery sheath. The patient was discharged on dual antiplatelet therapy. On (B)(6) 2024, the patient had a 30-day follow up transesophageal echocardiogram (tee) which showed that the patient had a pericardial effusion near the left atrial appendage. Medication was provided. The plan was made to monitor the patient on an outpatient basis.